Manufacturer narrative:
Other, other text: evaluation results: one cadd legacy pump was returned for investigation in used condition. The customer reported product problem (error code 1870/71) were reproduced during testing. The investigator noted an internal rattle issue which was caused by a broken c16 capacitor on the microprocessor unit board. The investigator also found debris caught between the motor gear and hub gear. This was what caused the 1870 error code. The pump also had a scratched lcd lens. The pump had been dropped and this is what led to the damaged housing and lcd screen. The microprocessor unit board, both housings (including the lcd lens) were all replaced. The exiting debris was also removed from the motor gears. Damage to the pump caused by the user was established as the root cause of the product issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had an internal rattle screen damage and presented with error lec 1870 during testing. There were no reported adverse events reported.